Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set blockage issue. The patient experienced a blockage issue in the tubing that prevented medication delivery. No further information available.